Manufacturer narrative:
(B)(4). In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: a representative sample was returned for evaluation. The package was visually evaluated and no package related defects were noted. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sternotomy on (B)(6) 2013 and suture was used. The patient experienced an inflammatory reaction at the sternal wound. Additional information to be requested.